Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Three reciproc blue files r25 8/100 25mm 025 were returned one file in loose + two unused files). These files are original instrument, not counterfeits. The file in loose has broken in two places. Only the handle part and one of the fragments of the active part have been returned. The broken tip is not available and could be still inside the canal. First breakage occurred at the tip (fatigue), second breakage occurred at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during dhrs review (batches #1602950, #1602932, #1603839, #1603823, #1602945, #1603524, #1603514, #1604806, #1604431, #1604799 and #1604436). Unused files have been evaluated and were found in compliance with specifications. Root causes are not identified. Additional information was received indicating that the broken portion of the file was removed from the patient's tooth.